Event description:
The customer complained that the device does not provide any voice prompts or audible tones. The readiness indicator display is showing the 'ok' symbol. There are no external indications of physical damage.

Manufacturer narrative:
Medtronic continues to investigate the reported event.